Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g120 scaler, the insert tips were getting hot; no injury resulted.

Manufacturer narrative:
No air/powder flow due to damaged air manifold. Air leaking from powder bowl cap. Flattened pinch tubing. Product is outside of useful life.